Manufacturer narrative:
Additional information: model number/catalog number 72400024. Serial number: null. Batch/lot number 1000095573. Model/catalog description balloon fgs 61-70 cm. Same patient as MFR# 2183959-2019-64923. D4: model number: 72404131. Lot number: 1000084466. Model description: belt cuff fgs 4.5 cm iz.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff and balloon were explanted due to "dissection of the urethra to see that the urethra was torn off." The patient previously had the pump removed at which time the cuff was filled and closed "despite advice from the doctors on a possible erosion." Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Same patient as MFR# 2183959-2019-64923. Medical device: model number: 72404131, lot number: 1000084466, model description: belt cuff fgs 4.5 cm iz.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff and balloon were explanted due to "dissection of the urethra to see that the urethra was torn off." The patient previously had the pump removed at which time the cuff was filled and closed "despite advice from the doctors on a possible erosion." Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.